Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited high pacing impedance. Furthermore, the helix of the ra lead was failed to extend. The reported ra lead was not implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were high pacing lead impedance and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any anomalies.